Manufacturer narrative:
Additional information was received after the initial report was submitted. The information has been provided with this report.

Event description:
It was reported via phone call the customer was found unconscious for a couple of hours, due to insulin pump failure. The paramedics and doctor found that the pump failed since that morning. The customer's blood glucose went from 140mg/dl to over 1285mg/dl by midnight. The customer stated the insulin pump stopped working with no warning or alarm. The customer was taken to the hospital with aspiration pneumonia, kidney damage and was in critical conditions for a couple of days.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 1200 mg/dl and would like to check the pump. Troubleshooting found that there were no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer indicated that the paramedics told him that the pump was not giving insulin. Troubleshooting did not find anything in the pump history. The customer was advised that the device would be replaced and to return the product for analysis.